Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels started elevating during the night. The customer took a bolus, drank water, and went back to sleep. The customer woke up, and bgs were still elevated at over 300 mg/dl. Elevated bgs were treated by requesting a bolus. The customer also had insulin pens, and a change of supplies ready and available if needed, as they were on their way to meet with their healthcare provider (hcp). Recommendation was made that the customer discuss bgs with their hcp.